Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was initially reported by the caregiver as ¿a small amount of the patient¿s catheter cuff was sticking up the patient¿s port and the patient pushed it back in¿, however, later the cause was reported to be unknown. The peritonitis was manifested by abdominal pain, cloudy pd effluent, vomiting, and diarrhea. The patient was not hospitalized for the event. On an unreported date, in the same month as being diagnosed with the peritonitis, the patient began treatment for the event with (ciprofloxacin) cipro (given orally, dose not reported). On the same day as diagnosis, the patient began treatment for the peritonitis with vancomycin (1 gram given every five days, ip [intraperitoneally]) and gentamicin (80 milligram (mg) given daily, ip). On an unreported date, the patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.